Event description:
It was reported that the patient presented for routine follow up in clinic. Upon interrogation, the pulse generator exhibited diagnostics anomaly. After clearing the diagnostics, the device interrogated normally. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.